Event description:
The customer reported the system intermittently displayed symptoms indicative of a system lock-up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc.